Event description:
It was reported that the device broke during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.